Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the dilator, at arterial access port was kinked in packaging. They used another 6 french angio-seal vip of the same lot, and the dilator was in good shape. Hemostasis was achieved. Estimated blood loss was less than 250cc., and the patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6 fr angio-seal vip device was received for product analysis. The device was returned in the sealed polyfoil pouch along with the guidewire, hemostatic sheath, and arteriotomy locator. All components were returned in a partially open header bag. The returned components were subjected to visual analysis. There was a kink identified at the blood inlet hole of the arteriotomy locator. No other gross visual anomalies were noted with the additional returned components. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off axis force to the arteriotomy locator has been known to cause kinking.